Event description:
In 2005, a 19mm asd device was placed under tee guidance in a patient with a secundum atrial septal defect. The stretched diameter of the defect measured 16-18mm using a 25mm nnp sizing balloon. With an 8f mullins sheath, the device was placed into the left atrium. The left atrial disk was deployed but secondary to the poor anterior rim, the device continued to slip into the right atrium, despite multiple attempts to reposition it. The physician then attempted to place the device using a 10f hausendorf curved transseptal sheath. Tee was performed to confirm good device position. The device remained stable only momentarily before it embolized into the left atrium near the mitral valve. The device was subsequently snared and in an attempt to pull it across the atrial septum, the device embolized to the right ventricular outflow tract. After several attempts to retrieve the device, the patient was sent to the or for surgical removal of the device and patch closure of the defect. Four days later the patient was discharged home in excellent condition.